Manufacturer narrative:
The production record of the device in object does not reveal any anomaly. Therefore, all available evidence indicates that device conformed to specifications when released. In 2004, post implant, the device in object could not be successfully interrogated with the programming system elaview 1.20ugq (programming software) and hso2.62 (cpr3 programming head software). In february 2004, communication was reestablished using a laboratory software: following the reset, normal communication was restored. Therefore, the device failed to meet specifications after use. Since the analysis files resulting from the previous described procedures were not retrieved and not forwarded for analysis, no final conclusion can be drawn (these analysis files are files saved by the programmer and containing: 1- the recent history of communications with the programming head, the implant, and the activation of the user interface; the ram device upon reset. These files are not available by the user but the user may send a copy to the manufacturer for analysis). However, the following comments can be done: the reported behavior might result from the presence of interference and/or from a too long telemetry distance between the implant and the programming head (incorrect head positioning over the pacemaker) during the follow up of one day earlier, which disabled proper communication with the implant. In this case, the disappearance of these interference and/or a reduced telemetry distance during the next follow up (the following day) would have restored proper device functioning, as reported. However, this hypothesis would not account for the reestablishment of proper communication only following device reset: therefore, it must be rejected. The reported behavior might result from an inappropriate management of the telemetry process during programming, which could induce a shift in the data rec'd by the pacemaker during this telemetry process with the elaview version 1.20ug1; in this case, some parameters such as the device model number would be programmed to unexpected values, resulting in failure to interrogate as reported one day earlier. Proper communication could be re-established after the device had been forced to standby mode and re-initialized. The telemetry process management has already been improved in newer approved versions (elaview versions higher or equal to 1.22ug1) through the downloading of a software in the device memory upon interrogation. To conclude, in the absence of follow up data and corresponding analysis files, the origin of the reported behavior could not be identified with certainty. However, an inappropriate management of the telemetry process during programming might be suspected, which has already been improved in the newer approved programmer software versions.

Event description:
After this device was implanted, it was reported that the device could not be successfully interrogated. Therefore, the device was programmed into standby mode using specific engineering software; re-initialization with standard programming software restored normal device functioning and the device remains implanted. Note: ela medical rec'd a letter from the FDA stating these types of events should be reported as an MDR. This is being filed late due to ela medical getting a complete understanding of the reporting requirements.